Manufacturer narrative:
Inspected three sealed reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly was noted during the analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Event description:
The customer reported that insulin from the reservoirs leaked past the o-rings. He believes that the lot of reservoirs he is using, it was a recall lot. The blood glucose reading was 190mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.